Event description:
Revision surgery - the patient was experiencing stiffness following a total shoulder replacement. The surgeon decided to perform a capsule posterior release and implanted another head the same size.

Manufacturer narrative:
The reason for this revision surgery was to remedy stiffness after 5.5 months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the fifth complaint for this part number: two due to dislocation and three for instability. This is the first complaint for this lot number. The root cause for the stiffness was not determined with confidence. There is no information that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.